Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient had another continence device implanted on (B)(6) 2013 due to incontinence and erosion. No further patient complications were reported in relation to this event. Related to MFR report # 2183959-2013-01106.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.